Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the wire snapped on the mega needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument's wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.